Manufacturer narrative:
E1 - (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 47mm in length and extended from a position 1mm proximal of the proximal markerband to mm distal of the distal markerband. There was no damage to tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 08oct2024. It was reported that the balloon failed to inflate. The 60% stenosed target lesion was located in the non-tortuous and mildly calcified vessel. A 6.0 x 40, 75cm mustang balloon was selected for dilatation after arteriovenous fistula. However, after reaching the lesion site, it was noted that the balloon could not be inflated. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure. However, device analysis revealed a longitudinal tear in the balloon material.